Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on may 22, 2024.

Event description:
Per the clinic, open circuits were noted on 13, 9 and 7 electrodes (specific date not reported). The device was subsequently explanted on (B)(6) 2024. Reimplantation is planned but has not taken place as of the date of this report.